Event description:
On (B)(6) 2012, the patient reported noticing a small amount of insulin in the insulin cartridge chamber of the infusion device. The insulin was first noticed while performing an insulin cartridge change. The patient was given advice on the proper technique for changing insulin cartridges. The patient believes that there is a leak in the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and adapter were replaced. The insulin cartridge, infusion set, and the adaptor were requested to be returned for evaluation.